Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not being released by user facility additional information received on (B)(6) 2011: (B)(4) misfire and incomplete staple line. (B)(6). Diagnosis common bile duct cyst. Procedure step jejuno-jejunostomy. Procedure increased by 1 hour. No patient consequences. Patient was discharged the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
.

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2011: sales rep made multiple attempts to meet with the surgeon to get additional information. His office contacted sales rep and told him that he does not want to meet with him. Misfired and incomplete staple line on second firing. Tissue: jejunum. Diagnosis: common bile duct cyst. Risk management allowed sales rep to examine the device: ntlc55 stapler with 1 sr55 cartridge partially fired and still in device. Dried fluids present on distal 3/4 of cartridge. Aprox 5-6 b-formed staples present on the proximal drivers. Two staples present inside the knife channel. Firing knob was on left side (not in the neutral position). One sr55 reload outside the device fully fired with all of the drivers visible.

Event description:
It was reported that during an unknown procedure, the device did not fire and did not cut. It is unknown how the procedure was completed. It is unknown if there were any patient consequences. The device is not being released and is being held in risk management. No details are available.